Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with moderate tortuosity and moderate calcification, a prowater guide wire was advanced without resistance and a miracle bros iii guide wire was advanced as a buddy wire. The non-abbott tuohy borst valve was back-flushed and during attempted removal of the prowater guide wire green sticky material was noted to be coming back through the non-abbott tuohy. Slight resistance was felt during removal of the prowater guide wire through the non-abbott tuohy. Reportedly, the green sticky material was possibly coating from the prowater guide wire. There was no green sticky material that moved distally; therefore, no green sticky material remained in the patient anatomy. The non-abbott tuohy borst valve was removed and replaced with a new non-abbott tuohy and the non-abbott guide catheter was flushed. A new prowater guide wire was used to successfully complete the procedure without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: concomitant medical products: guide wire: asahi miracle bro iii, guide catheter: merit, rotating hemostasis valve (rhv-tuohy): merit, merit wire insertion tool. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device was returned for evaluation. It was found with the returned prowater guidewire that its ptfe coating was scraped and damaged at several areas. It was suggested from the appearance of the damage that the guidewire surface was continuously and excessively abraded so that the coating was scraped off by the force. No fragment of the ptfe was found from the hemostasis valve. The valve of its proximal side and the outlet end of its distal side were closely observed by microscope, however, it was not thought that these parts are of the structure that may cause the scratch damage to the ptfe coating of the guidewire. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The warning section of the instructions for use describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly. Separation or breakage of guidewire-one of possible complications and adverse events. Based on the information reviewed, there is no indication of a product deficiency.